Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with third-degree mid rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring following the procedure. It was reported that patient underwent resection of eroded transvaginal urethropexy tape at mid-urethra and oversewing of vaginal mucosa on (B)(6) 2011 due to vaginal mesh erosion and postmenopausal bleeding with coitus.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.